Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and two (2) afx suprarenal aortic extensions. Reportedly, patient had a repair sometime in 2013 for an unknown issue. Then in 2019 the patient was treated for a type ii endoleak (non-device-related) by coil embolization. Now approximately eight and a half (8.5) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak inferior to the bifurcation, and that same stent graft leg was crimped due to patient anatomy. The physician elected to treat the patient by successfully implanting bilateral gore (non-endologix) extensions on (B)(6) 2022.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak of the distal bifurcated stent graft and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aneurysm sac growth (unknown diameter) occurred that was not included in the event as reported. This finding was discovered during an examination of the discharge summary dated (B)(6) 2020. The most likely causation for the reported event is device-related due to use of strata material. The procedure-related harms identified were acute kidney injury versus contrast inducted nephropathy, which was resolving at the time of discharge; the renal dysfunction the patient experienced post operative day one was likely the result of the contrast used in the procedure. The final patient status was reported as discharged on the fifth post operative day, at home in stable and improving condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5 describe event or problem . G3 awareness date . H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and two (2) afx suprarenal aortic extensions. Reportedly, patient had a repair sometime in 2013 for an unknown issue. Then in 2019 the patient was treated for a type ii endoleak (non-device-related) by coil embolization. Now approximately eight and a half (8.5) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak inferior to the bifurcation, and that same stent graft leg was crimped due to patient anatomy. The physician elected to treat the patient by successfully implanting bilateral gore (non-endologix) extensions on 10 march 2022. Additional information received per clinical assessment indicating that an aneurysm enlargement also occurred at time of reported event.